Event description:
The previously reported in stent restenosis that occurred approximately 18 months post the index procedure was treated with a non-medtronic pta balloon, non-medtronic stent and an unknown stent. The clinical events committee assessed that this event was related to the study device.

Event description:
Physician used one standard invatec reef hp pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however it was reported that during treatment with the standard balloon, a dissection occurred. Dissection was left untreated. Patient was discharged home. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4). Results: dissection.

Event description:
It was reported patient suffered instent restenosis in the target lesion, approximately 13 months post index procedure. Five months later a revascularisation was carried out to treat the restenosis, using a non-medtronic pta and a non-medtronic stent

Manufacturer narrative:
(Revascularization) (B)(4)

Event description:
Approximately 4 months post index procedure the patient underwent repeat pta revascularization of the left sfa using a medtronic submarine balloon. A dissection was noted post revascularization and a stent was placed to treat.